Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the distributor reported that during an arthroscopic shoulder repair, it was observed that the purple suture of their healix advance br 5.5mm anchor, 3 suture with orthocord broke 12 inches from the end when the knots were being tied after the anchor was securely implanted. The surgeon completed the procedure with the implant left securely in the bone hole with no patient consequences or delay. The distributor reported that the suture did not come in contact with any instrument at the time of the break. The distributor did not know if fiberwire is used at this account. The distributor stated the surgeon has much experience with these implants and stated it was not attributed to surgeon technique. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.